Manufacturer narrative:
Super poligrip is mfg in (B)(4), and neither the product nor lot number for this product was available. (B)(4).

Event description:
This case was described by a lawyer and described the occurrence of nerve injury in a male pt who used super poligrip (formulation unk) as a denture adhesive. A physician or other health care professional has not verified this report. On an unk date, the pt used super poligrip at unk dosing. At an unk time after using super poligrip, the pt experienced nerve injury. At the time of reporting, the outcome of the event was unk. Medical records received on 1/31/2011: on (B)(6) 2009, the pt was seen by a neurologist for numbness in the right big and second toes since (B)(6) 2009. This had moved to the lateral and then to the left foot over the two months prior and was increasing to his ankles. Occasionally his fingers felt like they tingled, but this had been a problem for decades. It was also noted that the pt had a history of oculopharyngeal muscular dystrophy and severe dysphasia secondary to a zenker diverticulum. His muscular dystrophy at one point required a peg tube, which had been removed on an unk date prior. Electrodiagnostic study on (B)(6) 2009 did not show a definite peripheral neuropathy and MRI of the lumbar spine did not reveal a cause. At f/u on (B)(6) 2009, the pt's numbness had worsened, moved up to his lower thighs, and also began affecting his fingers. By f/u on (B)(6) 2009, the pt was requiring a cane to walk. On (B)(6) 2009, copper level was measured at 6 mcg/dl (normal 70 to 140), ceruloplasmin was 4 mg/dl (normal 22 to 66), and zinc was 176 mcg/dl (normal 60 to 120). Urine copper and cancer antibody panel were normal. The pt was diagnosed with copper deficiency from zinc excess and started on copper supplementation. Copper level on (B)(6) 2009 was 73. At f/u on (B)(6) 2009, it was noted that it had been discovered that the pt used a zinc-containing denture cream. His most recent copper level was 73, but his nerve symptoms had slightly worsened since the last visit. The diagnosis listed was rapidly progressive neuropathy and probable neuromyelopathy with severe copper deficiency secondary to zinc toxicity from the denture cream. At f/u on (B)(6) 2010, the pt had improved sensation in his hands and legs and somewhat improved balance. He still required use of a cane at times and noted tightness in his calf muscles at night. Copper supplementation continued at this time, and his level was measured at 126. This case was now considered medically serious by gsk.